Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the right atrial (ra) lead displayed far field r-wave (ffrw) oversensing. Follow up was conducted and it was verified that no programming changes were completed and at the patients two week follow up no issues were noted. The lead remains in use. No patient complications have been reported as a result of this event.